Event description:
Anaphylactic reaction. Dialyzer 1st use. Pt experienced shortness of breath, tightness in chest and headache. Pt was given benadryl and oxygen. Blood not returned. Placed on competitor dialyzer without further incident.

Manufacturer narrative:
The device was not returned for evaluation. Retention samples were tested for ethylene oxide residuals; all results were within specification. The routine mfg quality control records were reviewed for sterility and pyrogens; all results were within specification.